Event description:
It was reported that the patient underwent a posterior fusion at t1-t4. It was reported that the internal hex of the set screw stripped out of the set screws. The set screws were removed along with the tabs of the reduction screws. New setscrews were inserted with no problems. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. No evidence of thread damage noted on set screws. After visual and optical inspection, unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.